Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a (B)(6) old male patient had a rash under the therapy electrode pads. The patient reported that the rash was made of sores that were swelling and bumpy, but were not bleeding. The patient was instructed to properly clean the device and change the garment on a more frequent basis. The patient's physician advised the patient to use a lotion on the rash. Follow-up indicated that the patient was using the lotion that the doctor had recommended and that the rash had cleared up, but was starting to come back again.